Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements show several channels with hi status likely caused by minute device mobility. Reportedly the hearing performance has been improved after re-fitting. The device remains implanted and in use.

Event description:
Affected channels were noticed during in situ measurements. The user's hearing performance with the device has improved after adjustments and reimplantation is not considered at the moment.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels were noticed during in situ measurements. An implant check has been arranged.